Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Customer¿s blood glucose level was 23.6 mmol/l at the time of incident and current blood glucose level was 5.9 mmol/l. The customer provides details regarding symptoms of their high blood glucose episodes such as nausea. The customer treated with the insulin pump. Customer stated that insulin exits the quick release. Customer stated that the alleging possible insulin pump was under delivery. Customer was completed self test. Customer was performed displacement test and the test was passed and customer assisted with performing high pressure test and test was on. Troubleshooting was done for high blood glucose. The reservoir will not be returned for analysis.